Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a protruded drive support cap. The customer's blood glucose level was unknown at the time of the incident. The customer's warranty on their insulin pump was expired. The customer did not return the product back for analysis.